Manufacturer narrative:
Trackwise ID #: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting device, as well as on the heater wire. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away from the hot jaw at the center, but remained attached at the base and tip. The silicone insulation on both jaws was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues for the complaint unit during our testing. Based on the results of the evaluation, the reported failure ¿self activation or keying¿ was unable to be confirmed, but the analyzed failure mode "material twisted /bent; wire was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stayed activated while the toggle was in neutral. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stayed activated while the toggle was in neutral. A replacement device was used to complete the procedure. The hospital did not report any patient effects.